Event description:
It was reported that the artificial urinary sphincter(aus) device was revised due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted. Additional information received that the reason for the revision was new urine losses. The patient outcome was reported to be good.